Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 555 mg/dl and 254 mg/dl. Customer treated with 5 units of insulin (type not provided) based upon the reading of 254 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.